Event description:
It was reported, the insulin pump had alarmed motor error and motor position encoder error. Customer's blood glucose was not provided. The device is being returned for further analysis.

Manufacturer narrative:
The insulin pump was received with constant motor error alarms during rewind due to moisture damage on motor assembly noted. Displacement test, rewind test, basic occlusion test, occlusion test, prime test, and excessive no delivery test were not performed due to constant motor error alarms. Motor position encoder error alarms were not verified due to constant motor error alarms. The device had minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, and bleeding lcd glass noted.